Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a revision surgery for their inflatable penile prosthesis (ipp). A centimeter was added to the rear tip extenders to fix the flaccid glans. There were no patient complications.